Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit could not insufflate. The issue occurred during maintenance. There was no patient or procedural involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no insufflation issue could not be determine, however the issue was likely the result of a faulty first pressure reducer. Additionally. A definitive root cause of the observed/audible gas leak issue could not be determined, however, the issue was likely the result of a faulty first pressure reducer and a faulty electro-pneumatic proportional valve. Olympus will continue to monitor field performance for this device.